Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary door 1 packet 2 on the tower repeatedly failed. The customer stated the door used for prescription paper storage kept failing. They recovered the storage space successfully, but the failure reoccurred with the next transaction. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device tower door 1 pocket 2 failed. The field service engineer (fse) found that tower door 1 in the half height tower was reported as failing. The fse replaced the latch to ensure proper functionality, which resolved the issue. Then, the fse tested the tower doors using the open/close latch test in the hardware test application. The system functioned as intended after the field service engineer repaired the device.